Manufacturer narrative:
The insulin pump alarmed motor error during the occlusion test and was unable to prime during the prime test due to faulty force sensor resistor. The insulin pump passed the operating currents measurement, self-test, unexpected restart error test, displacement, rewind, basic occlusion and excessive no delivery test. The motor passed motor test. The insulin pump had cracked case at the display window corners and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the insulin pump alarmed for a motor error during the rewind. The blood glucose was normal and did not require medical treatment. The insulin pump will be replaced and returned for analysis.